Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the cuff connecting tube. The cuff was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100742313. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100725590. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.